Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the issue of major bleed clinical reported that the introducer sheath peeled why still inside the femoral artery. The pump was returned but the introducer was not. No abnormalities were observed on the pump. The root cause of the injury could not be determined due to insufficient clinical details and product returned. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that prior to impella cp support, the patient was cannulated with extracorporeal membrane oxygenation (ECMO). It was reported that during impella insertion, the patient experienced a major bleed at the impella access site. The physician reported that the peel away sheath was peeled away while still in the femoral artery by the cardiologist. The patient was taken to the operating room for surgical repair to the femoral artery, and the patient received four units of red blood cells as a result of the bleed. It was additionally noted that the patient had been on anti-platelet and heparin therapy prior to impella insertion which may have contributed to the bleed. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication. The patient remained on ECMO support after the impella was explanted, and patient outcome at impella explant was survived.

Manufacturer narrative:
A4, a5, and a6 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.